Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported inoperable run/stop key on the keypad which was reproduced as the entire first column of keys (1st soft key, on/off, "0" and ".") Was found to be inoperable. Evaluation determined the reported symptom to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an inoperable run/stop key on the keypad during testing. There was no patient involvement associated with this event. No additional information is available.